Manufacturer narrative:
Weight:unknown; ethnicity:unknown; race: unknown. Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -9.5/3.0/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was removed and the a longer length lens was implanted due to low vault. The problem was resolved. Cause of the event is unknown.